Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance value. An in-clinic evaluation of the patient will be done. The lead remains in use. No adverse patient effects were reported.